Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2025 explanted: (B)(6) 2025 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 26-mar-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving morphine via an implantable pump. It was reported that the patient reported withdrawal symptoms. The patient had other ailments, so he was not able to determine if he was experiencing symptoms from pump or not. The imaging showed catheter tip moved down. The physician revised the spinal segment and kept the pre-existing 8780 pump segment. The physicianused a new 8780 spine segment and connected the old to new with 8785. The old portion was discarded. The issue was resolved. The healthcare provider (hcp) has no further information for medtronic.